Event description:
It was reported that there was an audible pump alarm and a possible programming error. There was an audible critical alarm occurring. Upon checking the pump logs, the last refill was not recognized by the pump. Reporter stated it was being considered that the healthcare provider (hcp) may have forgotten to hit update at the last refill. The patient was being sent out for a pump replacement and was to be refilled and monitored in the meantime. It was unclear why the pump was to be replaced. The medication in the pump was dilaudid. Patient was asymptomatic and was "prescribed orals to compensate for any withdrawals." Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8832, serial #(B)(4), implanted: (B)(6) 2007, product type pump activator; product ID 8709, serial # (B)(4), implanted: (B)(6) 2007, product type catheter.

Manufacturer narrative:
(B)(4).